Manufacturer narrative:
Currently, it is unk whether or not the device many have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2002 - a bard composix mesh patch, 15.2 cm x 20.3 cm was used to repair the pt's hernia defect. In 2004 - the pt's bard composix mesh patch, 15.2 cm x 20.3 cm was explanted. The pt continued to experience abdominal pain and discomfort after her hernia repairs. The pt has suffered and will continue to suffer physical pain and mental anguish.